Event description:
A deformation of the tip of the catheter approximately 5 cm from the tip was discovered before the catheter was inserted into the optimo guide catheter hub.

Manufacturer narrative:
Device investigation: there is a flat spot in the catheter between 6.7 and 7.0 cm from the distal tip. Results: a 0.032" mandrel was introduced into the hub of the catheter and advanced distally. The mandrel advanced easily to within 7.1 cm from the distal tip but stopped when it reached the flat spot. The catheter is non-functional. Conclusion: the deformation noted in the complaint is confirmed. The regular edges of the flat spot look to have been the result of pressure from an instrument like clamping forceps; however, based on the information provided in the complaint, when this damage occurred cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Manufacturer narrative:
Conclusion code: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.